Event description:
It was reported by the customer that during routine check the a screen flickering issue with the cs100 intra-aortic balloon pump(iabp) equipment display. There was no patient involved.

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that it may have been caused by a faulty display connection cable and after reinserting the display connection cable the issue was resolved. Device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g6, h2, h6, h11.